Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer boots to a system error. A printed circuit board found out of electrical specification. System fan is noisy.

Event description:
It was reported that upon power up the programmer displayed an error code . The service diskette was run to clear the error, but it did not work. The programmer was returned for service. There was no patient involvement associated with this event.